Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: axium lead, model: mn10450-50a, UDI: (B)(4), batch: ab2303.

Event description:
It was reported that the patient's lead was explanted on an unknown date due to being fractured. It was noted that the patient had experienced trauma prior. Product investigation was unable to determine which lead had the issue.